Event description:
Per the clinic, the patient experienced trauma to the implant site (specific date not reported) leading to loss of abutment. Subsequently, the patient was placed under general anesthesia on (B)(6), 2022 in order to replace the abutment.